Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair was sparking and the wife had to call the fire department to remove the end user from the chair.